Event description:
The facility reported to baxter that the reservoir of an intermate lv 250 device had ruptured during an infusion on an (B)(6) male patient. The device was infusing a 240mg/120 ml pre-mix of zyvox at the time of the rupture. It was noted that the reservoir took on a footed shape and appeared to have a slice in it. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.